Manufacturer narrative:
The tech found the communications cable was cut. The tech replaced the cable to repair the bed.

Event description:
Info received indicates the bed was alarming but there was no communication to the nurses' station. No nurse call.